Event description:
Customer reported the generator locked up and would not allow any x-rays. The system needed to be rebooted and case was completed without patient injury.

Manufacturer narrative:
Gehc service personnel found interconnect cable intermittent and also found a cable from control panel processor I/o to right control panel damaged. Ordered parts 2007 replaced interconnect cable and control panel processor cable. Unit is functional and operates as intended.